Event description:
Device 1 of 3. Reference MFR report#: 1627487-2014-25076, 25077. It was reported the pt's ipg was explanted in (B)(6) 2012. It was also reported since the ipg was explanted the pt suffers from injuries allegedly related to burns and overstimulation experienced while the ipg was implanted. On 08/01/2012, st. Jude medical, neuromodulation division, sent filed action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.